Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs of the customer's report were provided. Review of the device log did show occurences of the customer's report and related messages. However, the customer was using an electrosurgical apparatus which can cause electrical interference on the functionality of the device. The operators guide instructs: during electrosurgery, observe the following guidelines to minimize esu interference and provide maximum user and patient safety; keep all patient monitoring cables away from earth ground, esu knives, and esu return wires. Use electrosurgical ground pads with the largest practical contact area. Always assure proper application of the electrosurgical return electrode to the patient. The device performed as designed and configured. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2020-04349 for a similar report from the same customer.